Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The results from the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, his eye felt itchy, sticky na dhe has noticed selling underneath the left eye. He has also experienced a fluttering of light, difficulty seeing street signs, and difficulty shooting at target practice with left eye. He has been diagnosed with dry eyes and is using artificial tears. According to the consumer, the surgeon informed him that the swelling could be an allergy to eye drops but the surgeon was not able to provide him with a reason for the fluttering of light. The consumer has been given a glasses prescription to correct the left eye.